Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. It was reported that the patient did fall and hit his head a few times. It is uncertain if the user will be re-implanted.

Manufacturer narrative:
(Exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact, appears likely. Impacts to the head are mentioned in the recipient's report. However, to confirm an exact root cause of failure, a device investigation of the explanted device is necessary. Re-implantation is not planned at this time, as the function of the auditory nerve is also questionable and the user did not seem to receive benefit from the device also prior to the reported trauma.

Event description:
It was reported that the user did fall and hit the head a couple of times. The family has decided not to pursue re-implantation at this time. It may take place (B)(6)2018.